Event description:
This is a report of a patient who experienced sepsis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to sepsis. The cause of the sepsis was not reported. It was reported that the patient was hospitalized for an unrelated indication. On an unreported date, the patient experienced sepsis manifested by fever, vomiting and diarrhea and subsequently passed away. Treatment for the event of sepsis was not reported. Pd therapy was reported to be ongoing. It was unknown if an autopsy was performed. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.